Manufacturer narrative:
Evaluation summary: we checked the returned product and confirmed that a malfunction on the venting connector adapter. It was non-repair item so that it was replaced with new one. Serial # is unknown so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
Adapter defect causing a leak. Standard accessory of eg29-i10c serial no. (B)(4). The time of event is unknown. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.